Event description:
It was reported the patient's artificial urinary sphincter cuff was removed due to unspecified reasons. A 4.5 cm cuff was implanted. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.